Manufacturer narrative:
Follow-up #1 date of submission 09/18/2014-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the pump¿s black box revealed a related alarm. A related alarm was received during investigation. Reloading pump software resolved the related alarm from occurring during investigation. There was no evidence of damage or moisture to the pump¿s internal components. Unrelated to the complaint, a battery compartment crack was observed.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.